Event description:
Unsure of day of surgery. I had a third surgery to fix prolapse/urinary issues that started at 1995. With this last surgery, they placed a mesh to fix the issue, however, I started having problems with this surgery 6 months post and I have gone to numerous urologists and gp's and they will not or cannot say if it is something that can be fixed. I am in constant pain, at one point sending me to the ER. It feels like wire poking into my insides and no one will help. The best they have done for me is send me to an acupuncturist which did not do anything. I want to know my options. I am having trouble sitting and working and because of the metal drain it affected my performance and I lost my job. I do not know the MFR etc but I had it done at (B)(6).